Event description:
According to the reporter: occurred during a laparoscopic lung volume reduction. During the lung resection of the procedure, a reinforced stapling device was fired and it was abnormally difficult to retract the knife blade and open the jaws. This occurred in two firings. The jaws then got locked on tissue. The blade was able to be retracted and jaws were able to be opened, however, it was very difficult. In order to complete the case a new device was used. The patient status is alive with no injury.